Event description:
Additional information received, the flap was also noted as thin.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd.(B)(4) site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, there were three cases of formation of strong intersection in the stroma with random location following corneal flap creations. Additional information requested. There are three reports for this event; this report represents patient one.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).